Event description:
It was reported to medtronic neurosurgery that the patient line tubing disconnected at the patient line stopcock on a duet edms.

Manufacturer narrative:
The product was unavailable for return as it was discarded by the hospital. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it was discarded by the hospital. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. Additional patient information: it was later reported that the disconnect occurred two days after the device had begun its use. It was also reported that there were no adverse events related to issue. The patient was stable and did not have any emv changes after the event. The patient was transferred to a rehabilitation center one week after the event. (B)(4)

Manufacturer narrative:
The product was unavailable for return as it was discarded by the hospital. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.